Event description:
It was later reported that the increased seizures began two to three weeks prior to the report. Patient is experiencing more seizures compared to pre-vns baseline. There were no prior changes to medications but vns settings were increased. The neurologist does not believe the increased seizures to be related to vns therapy but thought that the generator replacement might help control the seizures. No known surgical interventions have occurred to date.

Event description:
The patient underwent prophylactic generator replacement. The explanted generator was discarded.

Event description:
Patient's generator was interrogated and noted to have reached ifi=yes. The physician did make adjustments and reported that the patient was experiencing seizure activity. Patient experienced seizure activity after adjustments and was told to go to ER. No additional relevant information has been received.